Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Our investigation shows that a part of the screw head holding the adapter broke off. The surface of fracture is homogenous and the microscopic survey does not show any anomalies. The measurable dimensions do meet our specifications. Reviewing the manufacturing and material records show no deviation to the specifications. We are not aware of any other complaints which are related to this article and lot number in question. The reported damaged is indicative of mechanical overloading situation led to the breakage but no product fault could be detected.

Event description:
Extraction bolt broken during use. This is report 1 of 1 for complaint (B)(4).